Manufacturer narrative:
Received one swan-ganz catheter, model # 991hf8 with one co-set, which was connected to the proximal injectate hub of the catheter. Contamination shield was attached to catheter. Upon removal of the contamination shield, a slight indentation was observed approximately 76cm from the tip. Reported defect of "faulty thermistors"was not confirmed. The thermistor resistance when submerged in a 37.0c water bath and was within allowable specifications. There were no open or intermittent conditions. Thermistor connector was opened with no visible inconsistencies. Balloon inflated clearly, and concentrically, and remained within specifications. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the returned monoject 1.5cc limited volume syringe. The co-set device was evaluated and an unrelated failure was found with the attached co-set device. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that there was "faulty thermistors". There were no patient complications reported. Follow up indicated that the temperature probe was reading incorrect temperatures. There have been several attempts to retrieve additional information; however, this is all of the information the customer has provided.